Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device would not run. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device would not run. The assignable root cause was determined to be due to exposure to organic debris and materials which led to corrosion and normal component wear-out, which is normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.